Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Device evaluation summary: visual inspection of the 1 returned device shows evidence corrosion in the battery compartment. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an mc3 nautilus oxygenator, it was reported that the oxygenator would not allow the heater/cooler to pump water to flow through it. The perfusionist tried replacing the heater/cooler with a different unit and got the same result. The heater/cooler began to display alarm "check for occlusion". The perfusionist checked and actually circulated the water through a coupling bridge and found no issue when using the coupling bridge with circulation and temperature and concluded that the issue (blockage) was in the oxygenator. The device was used until the next time to change out the circuit (not solely because of the heater component) when a new oxygenator was used; the large size of the patient allowed the device to be used without the heater component function. There was no adverse patient effect associated with this event. Medtronic received additional information that no error codes were displayed. The device was power cycled. The smart ECMO module was not subjected to a liquid spill. The smart ECMO module was not near an rf emitter (hf surgical equipment, MRI, diathermy, lithotripsy, electrocautery, rfid, electromagnetic anti-theft system, metal detector, etc.) The device was plugged in.